Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 error alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive. Customer's blood glucose was not known. The customer reportedly agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.